Event description:
It was reported that the device gave an error alarm with the message "error 1870". No known adverse effects to patient.

Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis with slight scratches on lens cover. The customer's reported problem regarding "showed lec 1870 code" was able to be duplicated. Power up of the pump did not display lec 1870. The event log verifies that the event occurred (two 1870 alarm recorded). 1870 error is motor_timeout1. Pump was opened and motor current tested greater than specification. The motor will be replaced to resolve the issue.